Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that they collected the system logs for analysis. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while selecting images for a cranial resection, the navigation system would not allow the user to select multiple exams. Restarting the navigation system did not resolve the reported issue. The navigation system then became unresponsive when the representative attempted to exit the application software, forcing a hard shutdown of the navigation system. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.